Event description:
Related manufacturer report numbers: 1627487-2021-13792, 1627487-2021-13793. It was reported that the patient was not receiving effective therapy from their system. Reprogramming was unable to resolve the issue. It was found that the left lead had high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.